Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 17-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. Soon after the essure procedure, plaintiff began experiencing: severe, abnormal menstrual pain and cramping; severe lower abdominal/pelvic pain; and abnormal, heavy bleeding. During her follow-up appointment, she discussed the symptoms she was experiencing with physician but he told her that it was normal to experience those symptoms after the procedure. However, in (B)(6) 2014, another physician stated her symptoms were most likely related to the essure device and would require a full hysterectomy to resolve and her surgery was scheduled for the following month. On (B)(6) 2014, she underwent a full hysterectomy and was forced to take six weeks off from work to recover from this procedure, which was painful and left her with permanent scars. Following her full hysterectomy, all of symptoms resolved. Quality-safety evaluation of ptc received on 08-jun-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female plaintiff who had severe lower abdominal/pelvic pain. She underwent a full hysterectomy and all her symptoms resolved. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain and in this particular case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and abdominal operation ("permanent scars") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies exertional chest pain. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included asthma, shortness of breath, wheezing, coughing, chronic cervicitis, adenomyosis, paratubal cyst, unilateral leg pain and dyspnea. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain/ cramping"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and urinary incontinence ("involuntary leaking of urine"). In 2014, the patient experienced procedural pain ("procedure, which was very painful"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal operation (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain") and hypoaesthesia ("numbness"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.) And surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, vaginal discharge, back pain and hypoaesthesia had resolved and the abdominal operation, procedural pain, migraine, headache, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder and urinary incontinence outcome was unknown. The reporter considered abdominal operation, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, procedural pain, urinary incontinence, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs received:the event numbness,involuntary leaking of urine were added.outcome of event back pain,vagina discharge,numbness,pelvic pain, added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), genital haemorrhage ('abnormal heavy bleeding') and abdominal operation ('permanent scars') in a 34-year-old female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: she denies exertional chest pain. Previously administered products included for an unreported indication: birth control pills from 2005 to 2008 and ibuprofen. Concurrent conditions included asthma, shortness of breath, wheezing, coughing, chronic cervicitis, adenomyosis, paratubal cyst, unilateral leg pain, dyspnea, dysmenorrhea and dyspareunia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain/ cramping / dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and urinary incontinence ("involuntary leaking of urine"). In 2014, the patient experienced procedural pain ("procedure, which was very painful"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain") and hypoaesthesia ("numbness") and underwent abdominal operation (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, vaginal discharge, back pain and hypoaesthesia had resolved and the abdominal operation, procedural pain, migraine, headache, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder and urinary incontinence outcome was unknown. The reporter considered abdominal operation, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, procedural pain, urinary incontinence, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 26-jun-2019: medical record was received. Lot number, reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), genital haemorrhage ('abnormal heavy bleeding') and abdominal operation ('permanent scars') in a 34-year-old female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: she denies exertional chest pain. Previously administered products included for an unreported indication: birth control pills from 2005 to 2008 and ibuprofen. Concurrent conditions included asthma, shortness of breath, wheezing, coughing, chronic cervicitis, adenomyosis, paratubal cyst, unilateral leg pain, dyspnea, dysmenorrhea and dyspareunia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain/ cramping / dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and urinary incontinence ("involuntary leaking of urine"). In 2014, the patient experienced procedural pain ("procedure, which was very painful"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain") and hypoaesthesia ("numbness") and underwent abdominal operation (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, vaginal discharge, back pain and hypoaesthesia had resolved and the abdominal operation, procedural pain, migraine, headache, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder and urinary incontinence outcome was unknown. The reporter considered abdominal operation, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, procedural pain, urinary incontinence, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and abdominal operation ("permanent scars") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain/ cramping"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2014, the patient experienced procedural pain ("procedure, which was very painful"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal operation (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6)2014) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the abdominal operation, procedural pain, vaginal discharge, migraine, headache, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder and back pain outcome was unknown. The reporter considered abdominal operation, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received: reporter information, patient demographic and events (abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, vaginal discharge,back pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and abdominal operation ("permanent scars") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies exertional chest pain. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included asthma, shortness of breath, wheezing, coughing, chronic cervicitis, adenomyosis, paratubal cyst, unilateral leg pain, numbness and dyspnea. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain/ cramping"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2014, the patient experienced procedural pain ("procedure, which was very painful"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal operation (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy.) And surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the abdominal operation, procedural pain, vaginal discharge, migraine, headache, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder and back pain outcome was unknown. The reporter considered abdominal operation, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added case become medically confirmed and updated patient demographics. Concomitant diseases were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and abdominal operation ("permanent scars") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: she denies exertional chest pain. Previously administered products included for an unreported indication: birth control pills from 2005 to 2008 and ibuprofen. Concurrent conditions included asthma, shortness of breath, wheezing, coughing, chronic cervicitis, adenomyosis, paratubal cyst, unilateral leg pain and dyspnea. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain/ cramping / dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and urinary incontinence ("involuntary leaking of urine"). In 2014, the patient experienced procedural pain ("procedure, which was very painful"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain") and hypoaesthesia ("numbness") and underwent abdominal operation (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014 and total abdominal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, vaginal discharge, back pain and hypoaesthesia had resolved and the abdominal operation, procedural pain, migraine, headache, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder and urinary incontinence outcome was unknown. The reporter considered abdominal operation, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, procedural pain, urinary incontinence, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet was received. Events added from pfs- she did not undergo confirmation test. And dysmenorrhoea (cramping) clubbed to previous events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.